Manufacturer narrative:
On 25-jun-2021, mentor received additional information about the event. Right breast baker grade iii capsular contracture was diagnosed by a healthcare professional. On 28-jun-2021, mentor received additional information about the event. The patient was scheduled to undergo bilateral explantation and replacement with unspecified mentor breast prostheses on (B)(6) 2021. On 09-jul-2021, mentor received additional information about the event. After explantation surgery, it was observed that both of the patient¿s breast prostheses had ruptured. A separate medwatch report will be submitted for the patient¿s left breast prosthesis. Reason for device explant and/or reoperation: right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04-aug-2021, mentor received additional information about the event: the suspect medical device was discarded after explantation surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant 425cc gel prostheses. It was previously reported that during explantation surgery, both of the removed breast prostheses were observed to be ruptured. New information received states only the right breast prosthesis had ruptured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old white hispanic female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 385cc gel breast prosthesis developed capsular contracture (baker grade unknown) in her right breast. The patient¿s right breast is really hard and the patient feels uncomfortable when she lies down. The right breast is sitting up much higher than the left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.